Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance above 3000 ohms. Technical services (ts) was consulted and noted oversensing and noise and a signal artifact monitoring (sam) episode were also exhibited. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance above 3000 ohms. Technical services (ts) was consulted and noted oversensing and noise and a signal artifact monitoring (sam) episode were also exhibited. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance above 3000 ohms. Technical services (ts) was consulted and noted oversensing and noise and a signal artifact monitoring (sam) episode were also exhibited. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker and ra lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Returned product analysis found no evidence to indicate device defect, abnormal damage or malfunction. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance above 3000 ohms. Technical services (ts) was consulted and noted oversensing and noise and a signal artifact monitoring (sam) episode were also exhibited. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker and ra lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance above 3000 ohms. Technical services (ts) was consulted and noted oversensing and noise and a signal artifact monitoring (sam) episode were also exhibited. This pacemaker system remains in service. No adverse patient effects were reported.